Manufacturer narrative:
The agent reported "(patient presented fracture of femur in post-op x-ray. Surgeon opted to cementing stem, after explantation.)". The previous surgery and the surgery detailed in this event occurred 3 days apart. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient presented with a femur fracture on the post-op x-ray. After explanation, the surgeon decided to proceed with a cemented stem.